Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 499mg/dl three weeks ago. Troubleshooting was performed. The customer stated that the cause of her admission was possible a site problem that caused no absorption of insulin. The customer stated that she changes the infusion set every three days. The programming on the device was correct. Ran a fixed prime test and the insulin exited. The tubing clamp was not available to perform the high pressure test. No further information was provided.